Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are partially within the wall of the uterus'), device expulsion ('there was a large segment of coil coiled within the uterus') and pelvic pain ('pain') in an adult female patient who had essure inserted. The patient's medical history included vaginal bleeding, cramp in lower abdomen, chest pain, neck mass, epidermal necrolysis, biopsy, kidney stone, asthma, benign neoplasm, gastrooesophageal reflux disease, brachial plexopathy, scoliosis, neuropathy, arthritis, cancer, cardiac enzymes nos, computerised tomogram thorax, right lower quadrant pain, frequency urinary, appendicitis, fibromyalgia, anxious mood, chronic back pain, scoliosis, genital haemorrhage, constipation, colitis, hypotension and vaginitis. Concurrent conditions included schwannoma, abdominal pain, vomiting, chronic gastritis, anxiety, nausea, coughing, stress, wheezing, ache, panic attacks, copd, stroke, breast pain, otalgia, throat pain, multiple allergies (aspirin, motrin, latex), ear pain, dysuria, uti, joint pain, depression, suicidal ideation, nervous, pain in extremity, foot injury, gait disorder, rectal bleeding, bacterial vaginosis, breast cyst, cardiac arrhythmia, vaginal discharge, attention deficit-hyperactivity disorder, degenerative disc disease, cystic fibrosis carrier, spinal stenosis, dizziness, paraesthesia, dysphagia, weight loss, neoplasm bone, tubal ligation, bartholin's cyst, colposcopy, neck pain and peripheral swelling. Concomitant products included alprazolam, alprazolam (xanax), beclometasone dipropionate (beclomethasone), gabapentin, hydrocodone, iohexol (omnipaque), ipratropium, lamotrigine, metoclopramide, omeprazole, paracetamol (acetaminophen), salbutamol (albuterol), sertraline and tizanidine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in september 2017. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: the essure device was removed and it appeared that there were 14 coils remaining outside of the tube. The essure representative was on the telephone and accessible for questions and it was noted that, as long as there were less than 17 coils visible. The inner coil exhibits no trailing into the uterine cavity on the left. Essure devices are partially within the wall of the uterus, and this can make it difficult to remove them without removing the uterus totally. Failure of essure device on the patient's right side the device was able to be removed after some manipulation and a second essure device was then used on that side. Both tubes were occluded however, there was some difficulty with one of the essure introduction. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: result: normal enhanced CT abdomen and pelvis. Normal appendix.; on (B)(6) 2017: result: 1. No fill or spill of the bilateral fallopian tubes. 2. Bilateral radiopaque, curvilinear structures within the pelvis consistent with essure devices 3. Proximal tip of the more proximal essure device on the right appears to project within the right uterine cornu.. Ultrasound pelvis - on (B)(6) 2011: result: unremarkable sonographic evaluation of the female pelvis without transvaginal imaging. Normal enhanced CT abdomen and pelvis. Normal appendix; on (B)(6) 2015: results: abnormality; on (B)(6) 2017: results: unremarkable transabdominal, and transvaginal ultrasound of the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical records: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: event from mr were added: embedded device, device expulsion. Reporter information were updated, patient history, concomitant drugs and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are partially within the wall of the uterus'), device expulsion ('there was a large segment of coil coiled within the uterus/migration of essure device location of device: uterus'), pelvic pain ('pain /lower pelvis'), cardiac failure ('heart failure'), schwannoma ('schwannomas,') and seizure ('seizures,') in a 32-year-old female patient who had essure (batch no. 674118,678810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, cramp in lower abdomen, chest pain, neck mass, epidermal necrolysis, biopsy, kidney stone, asthma, benign neoplasm, gastrooesophageal reflux disease, brachial plexopathy, scoliosis, neuropathy, arthritis, cancer, cardiac enzymes nos, computerised tomogram thorax, right lower quadrant pain, frequency urinary, appendicitis, fibromyalgia, anxious mood, chronic back pain, scoliosis, genital haemorrhage, constipation, colitis, hypotension and vaginitis. Concurrent conditions included schwannoma, abdominal pain, vomiting, chronic gastritis, anxiety, nausea, coughing, stress, wheezing, ache, panic attacks, copd, stroke, breast pain, otalgia, throat pain, multiple allergies (aspirin, motrin, latex), ear pain, dysuria, uti, joint pain, depression, suicidal ideation, nervous, pain in extremity, foot injury, gait disorder, rectal bleeding, bacterial vaginosis, breast cyst, cardiac arrhythmia, vaginal discharge, attention deficit-hyperactivity disorder, degenerative disc disease, cystic fibrosis carrier, spinal stenosis, dizziness, paraesthesia, dysphagia, weight loss, neoplasm bone, tubal ligation, bartholin's cyst, colposcopy, neck pain and peripheral swelling. Concomitant products included alprazolam, alprazolam (xanax), atorvastatin calcium (lipitor orifarm), beclometasone dipropionate (beclomethasone), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec allergy), fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, gabapentin (neurontin), hydrocodone, iohexol (omnipaque), ipratropium, ipratropium bromide (atrovent), lamotrigine, lamotrigine (lamictal), lisdexamfetamine mesilate (vyvanse), loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium oxide, metoclopramide, metoprolol, midodrine, omeprazole, omeprazole (protonix), paracetamol (acetaminophen), piroxicam (maxidene), potassium, pregabalin (lyrica), salbutamol (albuterol), sertraline, sertraline hydrochloride (zoloft) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune arthritis ("autoimmune disorder type of disorder: arthritis"), fibromyalgia ("fibromyalgia,"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), vomiting ("vomiting,"), gastrooesophageal reflux disease ("gerd,,"), colitis ("colitis,") and rash ("rash on abdomen/neck"). In (B)(6) 2010, the patient experienced cardiac failure (seriousness criterion medically significant), libido decreased ("hormonal changes describe: decreased libido"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia"), post-traumatic stress disorder ("ptsd,"), anxiety ("anxiety"), depression ("depression,"), suicidal ideation ("suicidal idealizations"), migraine ("migraines / headaches"), hypotension ("hypotension,"), bradycardia ("bradycardia,"), sinus node dysfunction ("sick sinus syndrome") and nausea ("nausea,"), underwent cardiac pacemaker insertion ("pacemaker,") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced gait disturbance ("unstable gait"), dizziness ("dizziness,"), feeling abnormal ("brain fog"), amnesia ("memory loss"), chronic obstructive pulmonary disease ("copd,") and asthma ("asthma,"). In 2011, the patient was found to have schwannoma (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general),") and rectal haemorrhage ("rectal bleeding"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bipolar disorder ("bipolar,"), eczema ("ezcema,") and seizure (seriousness criterion medically significant). The patient was treated with surgery (pacemaker, cardiac ablation, she had surgery to remove the essure and tumor removal). Essure was removed in (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, cardiac failure, schwannoma, alopecia, libido decreased, hot flush, night sweats, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, depression, suicidal ideation, bipolar disorder, autoimmune arthritis, fibromyalgia, eczema, migraine, hypotension, bradycardia, cardiac pacemaker insertion, sinus node dysfunction, nausea, tooth disorder, gait disturbance, dizziness, feeling abnormal, amnesia, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, vomiting, gastrooesophageal reflux disease, colitis, chronic obstructive pulmonary disease, asthma, rectal haemorrhage and rash outcome was unknown. The reporter considered alopecia, amnesia, anxiety, asthma, autoimmune arthritis, bipolar disorder, bradycardia, cardiac failure, cardiac pacemaker insertion, chronic obstructive pulmonary disease, colitis, depression, device expulsion, dizziness, dysmenorrhoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypotension, libido decreased, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, schwannoma, seizure, sinus node dysfunction, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight decreased to be related to essure. The reporter commented: the essure device was removed and it appeared that there were 14 coils remaining outside of the tube.the essure representative was on the telephone and accessible for questions and it was noted that, as long as there were less than 17 coils visible. The inner coil exhibits no trailing into the uterine cavity on the left. Essure devices are partially within the wall of the uterus, and this can make it difficult to remove them without removing the uterus totally. Failure of essure device on the patient's right side the device was able to be removed after some manipulation and a second essure device was then used on that side. Both tubes were occluded however, there was some difficulty with one of the essure introduction. Discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: result: normal enhanced CT abdomen and pelvis. Normal appendix.; on (B)(6) 2017: result: 1. No fill or spill of the bilateral fallopian tubes. 2. Bilateral radiopaque, curvilinear structures within the pelvis consistent with essure devices 3. Proximal tip of the more proximal essure device on the right appears to project within the right uterine cornu.. Hysterosalpingogram - on (B)(6) 2017: results- total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: result: unremarkable sonographic evaluation of the female pelvis without transvaginal imaging. Normal enhanced CT abdomen and pelvis. Normal appendix; on (B)(6) 2015: results: abnormality; on (B)(6) 2017: results: unremarkable transabdominal, and transvaginal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical records: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events added-hormonal changes describe: decreased libido, hot flashes, night sweats, mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: ptsd, anxiety depression, suicidal idealizations, bipolar, autoimmune disorder type of disorder: arthritis fibromyalgia, rashes or skin conditions type: ezcema, migraines / headaches, blood or heart disorder/condition type: hypotension, bradycardia, heart failure, pacemaker, sick sinus syndrome, migration of essure device location of device: uterus, nausea, dental problems, neurological conditions or problems type: unstable gait, dizziness, brain fog, memory loss, seizures, dysmenorrhea (cramping), surgery (other) tumor / teratoma / cancer type: schwannomas, vaginal discharge, fatigue, weight loss, gastrointestinal or digestive system condition type: nausea, vomiting, gerd, colitis, other injury(ies) or complication please describe: copd, asthma, hair loss, rectal bleeding, rash on abdomen and neck. Lot number added, patient demographic added, essure insertion date updated , events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are partially within the wall of the uterus'), device expulsion ('there was a large segment of coil coiled within the uterus/migration of essure device location of device: uterus'), pelvic pain ('pain /lower pelvis'), cardiac failure ('heart failure'), schwannoma ('schwannomas,') and seizure ('seizures,') in a 32-year-old female patient who had essure (batch no. 674118,678810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, cramp in lower abdomen, chest pain, neck mass, epidermal necrolysis, biopsy, kidney stone, asthma, benign neoplasm, gastrooesophageal reflux disease, brachial plexopathy, scoliosis, neuropathy, arthritis, cancer, cardiac enzymes nos, computerised tomogram thorax, right lower quadrant pain, frequency urinary, appendicitis, fibromyalgia, anxious mood, chronic back pain, scoliosis, genital haemorrhage, constipation, colitis, hypotension and vaginitis. Concurrent conditions included schwannoma, abdominal pain, vomiting, chronic gastritis, anxiety, nausea, coughing, stress, wheezing, ache, panic attacks, copd, stroke, breast pain, otalgia, throat pain, multiple allergies (aspirin, motrin, latex), ear pain, dysuria, uti, joint pain, depression, suicidal ideation, nervous, pain in extremity, foot injury, gait disorder, rectal bleeding, bacterial vaginosis, breast cyst, cardiac arrhythmia, vaginal discharge, attention deficit-hyperactivity disorder, degenerative disc disease, cystic fibrosis carrier, spinal stenosis, dizziness, paraesthesia, dysphagia, weight loss, neoplasm bone, tubal ligation, bartholin's cyst, colposcopy, neck pain and peripheral swelling. Concomitant products included alprazolam, alprazolam (xanax), atorvastatin calcium (lipitor orifarm), beclometasone dipropionate (beclomethasone), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec allergy), fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, gabapentin (neurontin), hydrocodone, iohexol (omnipaque), ipratropium, ipratropium bromide (atrovent), lamotrigine, lamotrigine (lamictal), lisdexamfetamine mesilate (vyvanse), loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium oxide, metoclopramide, metoprolol, midodrine, omeprazole, omeprazole (protonix), paracetamol (acetaminophen), piroxicam (maxidene), potassium, pregabalin (lyrica), salbutamol (albuterol), sertraline, sertraline hydrochloride (zoloft) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune arthritis ("autoimmune disorder type of disorder: arthritis"), fibromyalgia ("fibromyalgia,"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), vomiting ("vomiting,"), gastrooesophageal reflux disease ("gerd,,"), colitis ("colitis,") and rash ("rash on abdomen/neck"). In (B)(6) 2010, the patient experienced cardiac failure (seriousness criterion medically significant), libido decreased ("hormonal changes describe: decreased libido"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia"), post-traumatic stress disorder ("ptsd,"), anxiety ("anxiety"), depression ("depression,"), suicidal ideation ("suicidal idealizations"), migraine ("migraines / headaches"), hypotension ("hypotension,"), bradycardia ("bradycardia,"), sinus node dysfunction ("sick sinus syndrome") and nausea ("nausea,"), underwent cardiac pacemaker insertion ("pacemaker,") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced gait disturbance ("unstable gait"), dizziness ("dizziness,"), feeling abnormal ("brain fog"), amnesia ("memory loss"), chronic obstructive pulmonary disease ("copd,") and asthma ("asthma,"). In 2011, the patient was found to have schwannoma (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general),") and rectal haemorrhage ("rectal bleeding"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bipolar disorder ("bipolar,"), eczema ("ezcema,") and seizure (seriousness criterion medically significant). The patient was treated with surgery (pacemaker, cardiac ablation, she had surgery to remove the essure and tumor removal). Essure was removed in (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, cardiac failure, schwannoma, alopecia, libido decreased, hot flush, night sweats, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, depression, suicidal ideation, bipolar disorder, autoimmune arthritis, fibromyalgia, eczema, migraine, hypotension, bradycardia, cardiac pacemaker insertion, sinus node dysfunction, nausea, tooth disorder, gait disturbance, dizziness, feeling abnormal, amnesia, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, vomiting, gastrooesophageal reflux disease, colitis, chronic obstructive pulmonary disease, asthma, rectal haemorrhage and rash outcome was unknown. The reporter considered alopecia, amnesia, anxiety, asthma, autoimmune arthritis, bipolar disorder, bradycardia, cardiac failure, cardiac pacemaker insertion, chronic obstructive pulmonary disease, colitis, depression, device expulsion, dizziness, dysmenorrhoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypotension, libido decreased, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, schwannoma, seizure, sinus node dysfunction, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight decreased to be related to essure. The reporter commented: the essure device was removed and it appeared that there were 14 coils remaining outside of the tube. The essure representative was on the telephone and accessible for questions and it was noted that, as long as there were less than 17 coils visible. The inner coil exhibits no trailing into the uterine cavity on the left. Essure devices are partially within the wall of the uterus, and this can make it difficult to remove them without removing the uterus totally. Failure of essure device on the patient's right side the device was able to be removed after some manipulation and a second essure device was then used on that side. Both tubes were occluded however, there was some difficulty with one of the essure introduction. Discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: result: normal enhanced CT abdomen and pelvis. Normal appendix.; on (B)(6) 2017: result: 1. No fill or spill of the bilateral fallopian tubes. 2. Bilateral radiopaque, curvilinear structures within the pelvis consistent with essure devices. 3. Proximal tip of the more proximal essure device on the right appears to project within the right uterine cornu.. Hysterosalpingogram - on (B)(6) 2017: results- total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: result: unremarkable sonographic evaluation of the female pelvis without transvaginal imaging. Normal enhanced CT abdomen and pelvis. Normal appendix; on (B)(6) 2015: results: abnormality; on (B)(6) 2017: results: unremarkable transabdominal, and transvaginal ultrasound of the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical records: embedded device, device expulsion. Lot number: 674118, manufacture date: 2009-09, expiration date: 2012-09. Lot number: 678810, manufacture date: 2009-09, expiration date: 2012-09. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure devices are partially within the wall of the uterus'), device expulsion ('there was a large segment of coil coiled within the uterus/migration of essure device location of device: uterus'), pelvic pain ('pain /lower pelvis'), cardiac failure ('heart failure'), schwannoma ('schwannomas,') and seizure ('seizures,') in a 32-year-old female patient who had essure (batch no. 674118,678810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, cramp in lower abdomen, chest pain, neck mass, epidermal necrolysis, biopsy, kidney stone, asthma, benign neoplasm, gastrooesophageal reflux disease, brachial plexopathy, scoliosis, neuropathy, arthritis, cancer, cardiac enzymes nos, computerised tomogram thorax, right lower quadrant pain, frequency urinary, appendicitis, fibromyalgia, anxious mood, chronic back pain, scoliosis, genital haemorrhage, constipation, colitis, hypotension and vaginitis. Concurrent conditions included schwannoma, abdominal pain, vomiting, chronic gastritis, anxiety, nausea, coughing, stress, wheezing, ache, panic attacks, copd, stroke, breast pain, otalgia, throat pain, multiple allergies (aspirin, motrin, latex), ear pain, dysuria, uti, joint pain, depression, suicidal ideation, nervous, pain in extremity, foot injury, gait disorder, rectal bleeding, bacterial vaginosis, breast cyst, cardiac arrhythmia, vaginal discharge, attention deficit-hyperactivity disorder, degenerative disc disease, cystic fibrosis carrier, spinal stenosis, dizziness, paraesthesia, dysphagia, weight loss, neoplasm bone, tubal ligation, bartholin's cyst, colposcopy, neck pain and peripheral swelling. Concomitant products included alprazolam, alprazolam (xanax), atorvastatin calcium (lipitor orifarm), beclometasone dipropionate (beclomethasone), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec allergy), fluticasone propionate (flonase allergy relief), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, gabapentin (neurontin), hydrocodone, iohexol (omnipaque), ipratropium, ipratropium bromide (atrovent), lamotrigine, lamotrigine (lamictal), lisdexamfetamine mesilate (vyvanse), loratadine, pseudoephedrine sulfate (claritin-d allergy), magnesium oxide, metoclopramide, metoprolol, midodrine, omeprazole, omeprazole (protonix), paracetamol (acetaminophen), piroxicam (maxidene), potassium, pregabalin (lyrica), salbutamol (albuterol), sertraline, sertraline hydrochloride (zoloft) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), autoimmune arthritis ("autoimmune disorder type of disorder: arthritis"), fibromyalgia ("fibromyalgia,"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), vomiting ("vomiting,"), gastrooesophageal reflux disease ("gerd,,"), colitis ("colitis,") and rash ("rash on abdomen/neck"). In (B)(6) 2010, the patient experienced cardiac failure (seriousness criterion medically significant), libido decreased ("hormonal changes describe: decreased libido"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia"), post-traumatic stress disorder ("ptsd,"), anxiety ("anxiety"), depression ("depression,"), suicidal ideation ("suicidal idealizations"), migraine ("migraines / headaches"), hypotension ("hypotension,"), bradycardia ("bradycardia,"), sinus node dysfunction ("sick sinus syndrome") and nausea ("nausea,"), underwent cardiac pacemaker insertion ("pacemaker,") and was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced gait disturbance ("unstable gait"), dizziness ("dizziness,"), feeling abnormal ("brain fog"), amnesia ("memory loss"), chronic obstructive pulmonary disease ("copd,") and asthma ("asthma,"). In 2011, the patient was found to have schwannoma (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general),") and rectal haemorrhage ("rectal bleeding"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bipolar disorder ("bipolar,"), eczema ("ezcema,") and seizure (seriousness criterion medically significant). The patient was treated with surgery (pacemaker, cardiac ablation, she had surgery to remove the essure and tumor removal). Essure was removed in (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, cardiac failure, schwannoma, alopecia, libido decreased, hot flush, night sweats, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, depression, suicidal ideation, bipolar disorder, autoimmune arthritis, fibromyalgia, eczema, migraine, hypotension, bradycardia, cardiac pacemaker insertion, sinus node dysfunction, nausea, tooth disorder, gait disturbance, dizziness, feeling abnormal, amnesia, seizure, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, vomiting, gastrooesophageal reflux disease, colitis, chronic obstructive pulmonary disease, asthma, rectal haemorrhage and rash outcome was unknown. The reporter considered alopecia, amnesia, anxiety, asthma, autoimmune arthritis, bipolar disorder, bradycardia, cardiac failure, cardiac pacemaker insertion, chronic obstructive pulmonary disease, colitis, depression, device expulsion, dizziness, dysmenorrhoea, eczema, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypotension, libido decreased, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, post-traumatic stress disorder, rash, rectal haemorrhage, schwannoma, seizure, sinus node dysfunction, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight decreased to be related to essure. The reporter commented: the essure device was removed and it appeared that there were 14 coils remaining outside of the tube.the essure representative was on the telephone and accessible for questions and it was noted that, as long as there were less than 17 coils visible. The inner coil exhibits no trailing into the uterine cavity on the left. Essure devices are partially within the wall of the uterus, and this can make it difficult to remove them without removing the uterus totally. Failure of essure device on the patient's right side the device was able to be removed after some manipulation and a second essure device was then used on that side. Both tubes were occluded however, there was some difficulty with one of the essure introduction. Discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: result: normal enhanced CT abdomen and pelvis. Normal appendix.; on (B)(6) 2017: result: 1. No fill or spill of the bilateral fallopian tubes. 2. Bilateral radiopaque, curvilinear structures within the pelvis consistent with essure devices 3. Proximal tip of the more proximal essure device on the right appears to project within the right uterine cornu. Hysterosalpingogram - on (B)(6) 2017: results- total bilateral occlusion. Ultrasound pelvis - on(B)(6) 2011: result: unremarkable sonographic evaluation of the female pelvis without transvaginal imaging. Normal enhanced CT abdomen and pelvis. Normal appendix; on (B)(6) 2015: results: abnormality; on (B)(6) 2017: results: unremarkable transabdominal, and transvaginal ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via patients medical records: embedded device, device expulsion. Lot number: 674118 manufacture date: 2009-09 expiration date: 2012-09. Lot number: 678810 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.